Manufacturer narrative:
The device was received with blood observed on the adhesive pad and cannula window. The hard cannula was visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract, indicating that the formed needle was incorrectly installed. Damage was observed under magnification of the slide retract. Improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. It was determined that the failure of the needle mechanism to retract as intended was the cause of the reported pain during wear and observed blood. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 49 and 71 hours on the leg. The patient experienced pain and bleeding at the infusion site. As treatment, a new pod was placed.